Event description:
The patient was enrolled in the watchman heal-laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that the patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 24 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 20 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital the next day on a medication regimen of aspirin and apixaban. On (B)(6) 2023, 37 days post procedure the patient was diagnosed with ischemic stroke. The patient was on the medication regimen of aspirin and apixaban at the time of the event. The patient was diagnosed with lung cancer metastasis to mitral valve and malignant pericardial effusion. The ischemic stroke was suspected to be related to cancer emboli from mitral valve lesion. The patient follows up with cardiologists and was seen for the transesophageal echocardiography (tee) post procedure. On (B)(6) 2024, the patient was given a mrs score of (moderately severe disability; unable to walk without assistance and unable to attend to own bodily needs without assistance). There was no further follow up with the patient at the watchman heal-laa study site as the patient visited another hospital. Patient status: an obituary search was completed on (B)(6) 2024 by the watchman heal-laa study site which revealed the patient passed away on (B)(6) 2024.